Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant results generated on the alinity c processing module, serial number (B)(6). The field service representative (fsr) inspected the instrument and observed a bent r1 mixer. The issue was resolved by replacing the mixer. No additional discrepant result issues have been reported since the service activity was completed. Part number 09d59-04 mixer was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the 09d59-04 mixer did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the 09d59-04 mixer or the alinity c processing module, serial number (B)(6), was identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. No results were reported out. The sample was repeated with higher results. The following data was provided: initial sodium result = 111 mmol/l repeat result = 145 mmol/l no impact to patient management was reported

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. No results were reported out. The sample was repeated with higher results. The following data was provided: initial sodium result = 111 mmol/l repeat result = 145 mmol/l no impact to patient management was reported.